Manufacturer narrative:
Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the duodenovideoscope exhibited a tiny chip and peeled glue on the objective lens. Moreover, the light guide lens had a small chip around the edge. There was no patient involvement.